Manufacturer narrative:
This report is for three (3) unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent removal of locking compression plate (lcp) wrist fusion straight plate and screws due to a broken screws that resulted to a failed wrist fusion. There were two (2) screws that were broken and could not be removed. The other five (5) screws were removed but one of the five screws that were removed was broken. It was further reported that an iliac crest bone graft was taken and a new plate was inserted. A new wrist fusion plate was put in. Hardware was removed except for the two screws and a new plate implanted. Hardware was 4 years old. There was no surgical delay reported as there was no time frame put on a hardware removal as they are difficult cases. The surgery was completed and the patient had new wrist fusion plate implanted. Patient status is unknown. This (B)(4) captures post-op event while (B)(4) captures intra-op event. Concomitant device reported: unk - screws: trauma (part # unknown, lot # unknown, quantity 4), locking compression plate (lcp) wrist fusion plate (part # 02.110.152, lot # unknown, quantity 1). This report is for three (3) unknown screws . This is report 1 of 1 for complaint (B)(4).